Event description:
The cs21 was fired in an attempt to perform an esophagogastrectomy procedure. Upon firing it was observed that staples were deployed, but the tissue was not cut. A portion of the esophagus had to be removed in order to extract the cs21. The anastomosis was redone with another device.

Manufacturer narrative:
Visual examination of the returned cs21 showed that there had apparently been normal staple formation, but the knife had not executed a cut. When the performance of the device was evaluated, however, the device functioned according to specifications. The root cause of the reported event could not be determined.